Event description:
The customer took their normal 30 units of insulin and ate breakfast and went to work. At 11:00 or 12:00 the customer received a blood glucose result of 338mg/dl and took 15-20 extra units of insulin. Later they were disoriented, and was in and out of consciousness. Paramedics called and the customer was given a sandwich by co-workers. Paramedics arrived and tested and the customers blood glucose was 125mg/dl on their device the result was 345mg/dl. That evening the customers spouse took pt to the hosp where an EKG, cat scan and blood work was performed. The next day the customer states they were still getting high results and purchased a new device. No controls were in use. The customer stores glucose strips out side of the original vial. A request was made for the return of the suspect device and replacement product was sent.